Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
It was reported to physio-control that the customer's device powered off by itself during patient monitoring. The user powered the device back on by pushing the on/off button. An event code was logged into the device memory. There was patient use associated with the reported event however, there was no report of an adverse patient outcome. No patient details were provided.